Event description:
It was reported that the customer was having issues accessing the reservoir setup option. When pressing the act button nothing happens. Customer does have open circle on the screen. Customer was advised to check the status screen and a low reservoir alert was showing. It was stated that the customer was not trying to deliver a bolus or temporary basal. Customer was instructed to select suspend and resume basal but customer was not able to rewind the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.